Event description:
During c-section delivery, the physician requested kiwi vacuum. There were issues with three different kiwi sets. The first kiwi appeared to have inadequate suction intensity. The second kiwi appeared to have been defective (dark part visible on handle). The third kiwi appeared defective and suction was inadequate. The fourth kiwi was opened but not used.